Event description:
It was reported that during a "demonstration" the physician had an issue with two lead introducers. The tip of the lead could not go through the introducer. Lead fixation was complicated and difficult. It was also reported there was a problem with the valve on the proximal end. The catheters were returned for investigation and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).